Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with an adequate capture via merlin.net. The device had been in home with no in range values. Re-running a cap confirm test and programming changes were suggested. Further actions will be discussed with the physician.